Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a routine follow up in clinic, multiple episodes of double counting of the t-wave that were not consistent was noted. The suggested programming changes were made. The patient had no adverse reactions throughout the event and will continue to be monitored.